Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported via trial that approximately 14 months post xience v stent implantation in the mid left anterior descending artery (mlad) the patient experienced angina and shortness of breath. 70-100% stenosis was seen and was treated with a xience v stent. There was no adverse patient sequela reported. On (B)(6) 2008, the event resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4)

Event description:
This is a spontaneous report by a consumer from (B)(6),(B)(4) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis with culture positive for gram negative organism in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultrabag, lot number 1006004, (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd).on an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake, did not wear a mask and area not clean before starting peritoneal dialysis ?. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was hospitalized on (B)(6)2010 for the peritonitis. On the same day, a peritoneal analysis and culture were performed. The analysis results were not reported. The results of the culture were gram negative organism. On unknown date, the patient began remedial therapy with vancomycin (2 gm, loading dose, ip), and fortum (1gm, loading dose, ip). On (B)(6)2010, the patient began fortum (1gm, daily). It was not reported whether the patient was retrained in aseptic technique. It was unknown if the peritonitis resolved. Dianeal therapy was ongoing. The patient's medical history included end stage renal disease (esrd), hypertension and diabetes. No concomitant medications were reported. The reporter believed that the peritonitis with culture positive for gram negative organism was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique. The batch record and analytical results for dianeal pd2 ultrabag lot number 1006004 have been reviewed and found to be compliant with the standard specification.